Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon was loading a 13.2mm vticmo13.2 implantable collamer lens, -10.00/+1.5/053 (sphere/cylinder/axis), into the cartridge and the lens tore. There was no patient contact. Another lens will be implanted at a later date. The cause of the event was due to the device.